Event description:
The ortho summit sample handling system instrument did not pipette the correct amount of sample and reagent and did not generate an error message.no death or serious injury was associated with this incident.this report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
An ocd field engineer (fe) arrived at the customer site and observed sleeve on position #7 was bent and found crimp marks in 2 pole ribbon cables on positions #4 & #7. The fe replaced sleeve position #7 and 2 pole cables positions #4 & #7. The fe cleaned tip clamps and plunger clamps. The fe replaced lld springs. The fe ran splld checking procedure and user software without issue. Repairs have returned this instrument to expected operation.